Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: corrected information: ; and section outcomes. Adverse event and required intervention were selected in error. No adverse event related to the product problem was reported for the complaint event. Per the event description, no injuries or consequences to the patient were reported.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The ultra delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned inside the accompanying esheath. Most of the delivery system, including the inflation balloon was able to be withdrawn through the sheath housing. The distal nose tip assembly was located past the sheath strain relief and protruding through the sheath liner. Visual inspection revealed the balloon burst radially and longitudinally with no apparent missing balloon pieces. The distal nose tip was not separated from the delivery system; however, the guidewire lumen was stretched. Due to the condition of the returned device and the nature of the complaint, functional testing could not be performed. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one additional complaint for the first issue and no other complaints for the second issue. Complaint history review from august 2018 to july 2019 for the edwards ultra delivery system revealed additional returned complaints for the related complaints. The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. Review of complaint history from may to july 2019 revealed the trigger for trend review has been met for the appropriate complaint codes. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were confirmed based on the condition of the returned device. The second complaint, distal nose tip separated, as not confirmed based on the condition of the returned device. No manufacturing non-conformances were identified during review. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the patient had ¿moderate-severe¿ calcification in the annulus. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional 1ml of inflation fluid was added to the balloon. Volume above indicated amount may have contributed to the burst balloon. Finally, as described in training states to ¿begin initial deployment with a slow controlled inflation¿. In this case the inflation speed was noted to be ¿medium¿. The burst balloon likely resulted in an altered/increased balloon profile that could have been caught in the sheath tip during retrieval and prevented the delivery system from easily entering the sheath. As a result, additional pull force was likely applied in an attempt to remove the delivery system through sheath which resulted in the reported withdrawal difficulty and guidewire shaft stretching seen on the delivery system. Although a definite root cause could not be determined, available information suggests, in addition to procedural factors (additional volume added to balloon, medium inflation speed), patient factors (moderate-severe annular calcification) likely contributed to the balloon burst. The altered balloon profile likely contributed to the reported withdrawal difficulties and guidewire shaft stretching. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to address ultra balloon burst and retrieval issues and a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. The CAPA will be used to capture the effectiveness of the training bulletin.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in a final 90:10 aortic/ventricular (a/v) position as intended. The valve was post dilated with an additional 1ml of fluid. During post dilation, the ultra delivery system balloon ruptured. Difficulties were encountered during the withdrawal of the delivery system. During the attempt to withdrawal the delivery system, the distal nose tip and a portion of the balloon separated. All pieces of the delivery system were able to be removed with the esheath and guidewire. No vascular injuries or surgical intervention was reported. The balloon ruptured "horizontally" and "transversely". Information regarding the native annular diameter was not provided. Moderate-severe valvular calcification was reported. It was perceived that the annular calcification caused the balloon rupture during post dilation. Withdrawal attempts likely caused the nose tip / balloon separation. The delivery system is available for evaluation. The valve remains implanted in the patient.